Manufacturer narrative:
Updated the device information.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the tempus pro in car when entering patient data, it is not possible to enter the first vertical row on the alphanumeric keyboard (it is not possible to enter qa and 0). After restarting the device several times, the problem persists.